Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) triggered elective replacement indicator (eri) sooner than anticipated. The patients right ventricular (rv) lead exhibited high thresholds. The rv lead and ipg were both removed and replaced. No patient complications have been reported as a result of this event.